Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and identified the out of range measurements have been occurring for five months. The caller stated the patient has been experiencing some communicator issues. The consultant discussed how to have the patient followed and suggested further troubleshooting. The caller came to her own conclusion during the call and had no further questions. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms on the left ventricular (lv) channel. No adverse patient effects were reported.